Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08650 inches. No white corrosion in the battery compartment noted. Device received with normal operating currents. No unexpected battery failed alarm or power loss alarm noted.device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that they received emergency medical assistance on (B)(6) 2019 with a blood glucose of 47 mg/dl. The customer was 423 mg/dl at the time of the call. Paramedics gave the customer a saline flush and glucagel and drove the customer to the emergency room. The customer was using the insulin pump system within 48 hours of the reported low blood glucose. Prior to the low blood glucose, the insulin pump received a battery failed alarm. There was white corrosion within the battery compartment. Due to the non-functional insulin pump, the customer gave themselves manual insulin injections, and their injections led to the hypoglycemia and ER visit. Troubleshooting was not completed on the insulin pump. However, the customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump will be returned for analysis.